Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 812:02:00 which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with an unknown user interface module master software version. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. "This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a defective pump head module." To correct the condition, the pump head module was replaced. A 510(k) number will not be provided, as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or is similar to a product distributed within the u.s. If any additional information is received, a follow-up MDR will be sent.